Event description:
It was reported that during a sigmoidectomy procedure, the duckbill valve fell into the patient's body through the trocar. It was retrieved and another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.